Manufacturer narrative:
(B)(4). The valve and peritoneal catheter were returned. The valve was patent and passed siphon, reflux, and leak testing. The device performance met all established specifications for pressure-flow and preimplantation testing. The returned catheter was patent. The conditions of the complaint could not be duplicated by laboratory personnel. A review of the mfg records was not possible as no lot number was provided. The instructions for use that accompany the device caution that the system may become internally occluded due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris. No impact to pt reported. All of our valves are 100% tested at the time of MFR.

Event description:
It was reported to medtronic neurosurgery that there was no improvement in pt symptoms. According to the report the physician believed that the valve or catheter was occluded.